Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent lumbar surgery and during the surgery, one screw slipped and was replaced to complete the surgery. There were no patient complications reported with this event.